Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
High shock impedances were reported approximately 28 months after the implantation. The device remains implanted at this time.